Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 210 mg/dl after changing the infusion site the prior evening, while using the ilet system that continued to deliver insulin and showed a downward glucose trend; troubleshooting and education were provided with advice to monitor and call back if not returning to range. Symptoms included elevated blood glucose without additional clinical manifestations or reported complications. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included complaint review and device usage data review. Investigation of this case revealed glucose values trending down with insulin delivery documented and no device malfunction observed. It was concluded that the event was consistent with hyperglycemia of unclear cause with no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.